Event description:
Reportable based on device analysis completed on 23may2024. It was reported that the catheter had a crease and could not be delivered. The target lesion was located at the distal end of the circumflex artery. A 6f guidezilla ii guide extension catheter was selected for use. During the procedure, the physician found that the catheter had a crease and could not be delivered. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable post procedure. However, device analysis revealed that a hypotube separation was noted.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. Visual inspection revealed that there was a hypotube separation and a bend in the hypotube just distal from the separation. The device was returned incomplete as the hub portion of the device failed to return for further analysis. The total length of the return was 150cm from the point of separation to the tip of the device. The shaft was found to be flat 11.5cm-12cm distal from the collar of the device. Microscopic inspection revealed no further damage or irregularity. Angio media was supplied; however, based on reportability medical safety is not required to review. Product analysis confirmed the reported event as the shaft was flat, hypotube was separated and contained a bend, and the device was returned incomplete.